Event description:
It was reported that the patient was having ventricular tachycardia with only the morphology discriminator turned on, and it was calling the rhythm svt. Programming changes were performed and the vt was resolved by external shock. There were no patient consequences.